Manufacturer narrative:
The determination was made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was returned to fi. The root cause was determined to be the shorted c165 capacitor on the cpu pcba and the c244 crack damage on the pm pcba which created the 111b and 1115 error codes.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Review of the diagnostic event log was not possible, since the unit did not boot up. During inspection of the unit, the technician found that c162 of cpu board showed electrical short circuit. C244 of power management board was damaged although it does not seem to have anything with the reported issues. Cpu board and pm board were replaced. Unit was checked overall, cleaned, run in tests, alarm tested and functionally tested. Check test was performed then no abnormality was confirmed.

Event description:
The international manufacturer's sales representative reported that when the v60 vent was turned on at the sales office, the unit displayed "vent inoperative" alarm and a sales representative perceived a burning smell. There was no patient involvement.